Event description:
It was reported that the user, on her first day with the ilet and using a steel contact detach infusion set, missed announcing a dinner meal and later found the infusion site disconnected, after which support guided a caregiver through replacing the infusion set and provided an instructional video. Symptoms included hyperglycemia with a highest blood glucose of 315 mg/dl and confusion/disorientation. Outcomes included no health consequences or impact. Investigation included communication with the user¿s family and analysis of information provided by third parties. Investigation of this case revealed no device problem, and a usage issue was identified related to improper or incorrect procedure or method in the user interface context, specifically a missed meal announcement and a disconnected infusion site. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.